Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd smartsite needle-free valve experienced blockage. The following information was provided by the initial reporter: we are having trouble pushing anything through these.

Manufacturer narrative:
H.6. Investigation summary: 250 samples (model #2000e) were returned by the customer. It was reported that they are having trouble pushing anything through the bd smartsite needle-free valve. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The samples were then attempted to be flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid paths of all samples were open and those samples were able to be flushed. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. Due to an increase in incidents of this failure mode, a trend for this occlusion issue has been identified for this product line, a CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue. A device history record review for model 2000e lot number 22016380 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h.10.

Event description:
It was reported that the bd smartsite needle-free valve experienced blockage. The following information was provided by the initial reporter: we are having trouble pushing anything through these.